Event description:
It was reported that the subject device had an upside down image during a therapeutic a laparoscopic cholecystectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Updated fields: d9, h2, h6 and h11. Corrected field - b5, g2. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the cause was not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an upside-down image during an unspecified therapeutic procedure. There were no reports of patient harm.